Event description:
It was reported that the patient presented in clinic for follow up. Review of diagnostic imaging revealed that the left ventricular lead (lv) was dislodged. On (B)(6) 2022, the physician elected to cap and replace the lv lead. There were no patient consequences.